Event description:
During a shoulder arthroscopy using a twinfix ultra ha 5.5 w/2 ub blue & blk, it was reported that the anchor broke while being implanted. The pieces were removed from the patient. A backup device was placed in the initial prepped site. An awl dilator was used to prep the hole. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).